Event description:
Same case as MDR ID# 2134265-2012-05591. It was reported that during a percutaneous coronary intervention, stent damage occurred. The lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery and diagonal artery bifurcation. The lesion was pre-dilated and a 2.25x12 mm promus element was implanted in the distal diagonal artery. The 2.75x28 mm promus element stent was then deployed overlapping the previous stent and into the lad. The 3.0x20 mm promus element was then advanced to be placed through the second stent using a collote technique; however the stent was unable to pass the previously implanted stent. The 3.0x20 mm stent got stuck in the implanted 2.75x28 mm stent and upon removal attempt the 3.0x20 mm stent became elongated and dislodged from the balloon. The dislodged stent was still over the wire and located in the lad into lm and sticking out in the aorta. The dislodged stent was successfully snared and removed from the patient. The implanted 2.75x28 mm promus element was noted as distorted following the removal of the third stent. The procedure was concluded without additional intervention. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).